Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 34.1 mmol/l with symptoms of ketones and vomiting. The patient had been hospitalized at the time of the call and had been treated with intravenous fluids. The reporter reviewed the pump history with a customer technical support representative and found that the basal delivery totals in the recorded total daily dose did not match the active program. There was no known cause for this variation. This complaint is being reported based on the allegation that the patient was hospitalized with hyperglycemia and the pump history indicated an issue with insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2017 with the following findings: the basal history for (B)(6) 2017 correctly adds up to 32.60u and this is reflected in the basal tdd history. The basal tdd history on (B)(6) 2017 appears to be inaccurate due to insulin deliveries being interrupted from 23:07 until 23:13 due to unexplained loss of prime event. The basal tdd correctly shows 32.460u for this time. The black box shows a replace cartridge alarm on (B)(6) 2017 at 05:01; insulin deliveries resumed at 10:43. An auto off alarm was recorded on (B)(6) 2017 at 21:55; insulin deliveries never resumed. A replace battery alarm was recorded on (B)(6) 2017 at 23:24, deliveries resumed at 23:52. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.